Event description:
Customer reported that a pt underwent a behind the knee mole excision in 2008. The pt began self care and shaving of the site prior to routine explant of the topical nylon skin sutures. The pt returned at two weeks, exhibiting redness and irritation at the surgical site. The topical nylon sutures were removed per routine procedure. Pt returned about 7 days later with a small wound dehiscence ,then returned again at about three weeks with redness and tenderness; a non-specific infection was observed. Additional suture ends were visible through a slight skin opening and removed. The pt also reportedly attempted to remove sutures on her own by picking/digging them out. The pt was prescribed antibiotics to address the reported infection. The event resolved, however, the surgeon reports poor cosmesis.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.